Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a patient underwent ureteroscopy for kidney stones and required removal of a stent. The ureteral stent (B)(6) had been in place for 30 days. During preparation for removal, it was found that the stent had crusted over, making it impossible to remove smoothly. After clinical assessment, surgical intervention was chosen to remove the stent, and the procedure was completed successfully with the stent removed. It increases surgical procedure time and costs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a patient underwent ureteroscopy for kidney stones and required removal of a stent. The ureteral stent 778426 had been in place for 30 days. During preparation for removal, it was found that the stent had crusted over, making it impossible to remove smoothly. After clinical assessment, surgical intervention was chosen to remove the stent, and the procedure was completed successfully with the stent removed. It increases surgical procedure time and costs.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. Correction: b,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a patient underwent ureteroscopy for kidney stones and required removal of a stent. The ureteral stent 778426 had been in place for 30 days. During preparation for removal, it was found that the stent had crusted over, making it impossible to remove smoothly. After clinical assessment, surgical intervention was chosen to remove the stent, and the procedure was completed successfully with the stent removed. It increases surgical procedure time and costs.